Event description:
It was reported a right ventricular lead warning was observed for low impedance. It was further reported there were far field r-wave (ffrw) and noisy marker intervals on the atrial lead electrograms that cannot be reproduced with isometrics, tapping on the can or having the patient do sit ups as this is an abdominal implant. The leads remain in use and will continue to monitor via remote monitor transmissions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965-25 implantable pacing lead, implanted: (B)(6) 2008; addr01 implantable pulse generator (ipg), implanted: (B)(6) 2008. (B)(4).